Event description:
Customer reported the advantage system gave a blood glucose result of 383 mg/dl at a time when he was symptomatic of hypoglucemia. Customer was supposed to take regularly prescribed 90 units of lantus, accidently took 90 units of novolog. Customer would normally take 12 units of novolog. Customer received treatment at a hosp. Customer declined to provide further details. A request was made for the return of the system and a replacement was sent.